Manufacturer narrative:
(B)(4). Since this instrument was not returned for evaluation and lot information has not been provided, we are unable to determine where and when it was produced or perform a thorough DHR review at this time. Since the instrument was not returned for evaluation and pictures were not provided we are unable to validate this complaint or determine root cause at this time. All instruments are thoroughly inspected and function tested at time of manufacture. No corrective action required at this time.

Event description:
During use, the physician confirmed through the moving image of the operation that the clip ligating body tissue got damaged in the patient. However, the damaged clip was not removed from the patient. The physician ligated the vessel using additional clips and the procedure was successfully finished. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
During use, the physician confirmed through the moving image of the operation that the clip ligating body tissue got damaged in the patient. However, the damaged clip was not removed from the patient. The physician ligated the vessel using additional clips and the procedure was successfully finished. The patient's condition was reported as fine.